Event description:
It was reported that during a procedure, the non-abbott laser catheter could not be advanced over the prowater guide wire due to resistance with the catheter; possible resistance upon removal. Angioplasty of the remaining vessel which was not atherectomized was completed without reported issue. Two stents were placed in the superficial femoral artery. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: with the provided information, we could not identify the cause and circumstance of the reported event. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Warning section of the instructions for use (IFU) describes: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action.